Event description:
It was reported that the device shows the eri status. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was explanted on (B)(6) 2023 prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eri battery status since (B)(6) 2023, confirming the clinical observation. The pacemaker was implanted for approximately 88 months. The memory content of the device was inspected. The amount of charge taken from the battery was verified and the battery condition was not as expected. However, the documented current consumption was normal. In a next step the pacemaker was opened and subjected to a destructive analysis. The visual inspection of the inner assembly showed no anomalies. The current consumption of the electronic module was directly measured and proved to be normal and as expected. There was no indication of a malfunction of the electronic module. Therefore, the battery was sent to the manufacturer for analysis. The battery analysis is currently ongoing. As soon as the analysis has been completed this report will be updated.

Manufacturer narrative:
The device was explanted on 30-nov-2023. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The device interrogation revealed the eri battery status since november 8th, 2023, confirming the clinical observation. The pacemaker was implanted for approximately 88 months. The memory content of the device was inspected. The amount of charge taken from the battery was verified and the battery condition was not as expected. However, the documented current consumption was normal. In a next step the pacemaker was opened and subjected to a destructive analysis. The visual inspection of the inner assembly showed no anomalies. The current consumption of the electronic module was directly measured and proved to be normal and as expected. There was no indication of a malfunction of the electronic module. Therefore, the battery was sent to the manufacturer for analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery. The microcalorimetry analysis showed an elevated heat dissipation. In a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified internal short circuit, which led to an elevated internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause for the clinical observation. The electronic module was proven to be fully functional.